Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received shocks and anti-tachycardia pacing (atp). Also, this patient had some high rates episodes, went to the physician and then had vessels opened which resolved the episodes that time. Retrograde conduction was also present. Additional information obtained from the field which indicated that the therapy was exhausted and the physician felt that this was a sinus tachycardia. Reprogramming changes done to address the issue. The device remains in service. No adverse patient effects reported.